Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed sores on her back. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to take antibiotics and prescribed a cream. Follow up indicated that the cream is helping with the skin irritation.